Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip arthroplasty.(B)(6) hospital. (B)(6) 2018. Surgeon stated the tip of the impactor in worn, therefore can't fit onto the prosthesis when impacting. Rep was present for the case. Used the screw in impactor instead, and sent in a replacement. No harm or delays.(B)(6) gender: male.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the instrument associated with this report was not returned. The provided photographs confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.